Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The son reported that the patient went to the hospital and was diagnosed with an infection. He stated that a streptococcal infection and a staphylococcal infection was mentioned. Treatment included an IV on three separate days and cephalexin (1 tablet every 4 hours). At the time of the hospitalization, the patient had not eaten lunch and his blood glucose read 45mg/dl. The nurse brought him a sandwich as well as milk and his level increased to above 70mg/dl. On (B)(6) 2017, the patient began getting chills and his leg felt very hot to the touch. When he removed the pod, he noticed that there was a small bump that looked a little like a bubble. The patient was monitoring the area and noticed that the area looked red and was growing in size. When he woke up (B)(6) 2017, he was taken to the hospital and admitted for treatment (IV and antibiotics). The patient was diagnosed with a staphylococcal infection. He then went home. On (B)(6) 2017, after waking up, he took the prescribed antibiotic (cephalexin). The infection had appeared to spread and he went back to the clinic. The patient was taken off antibiotics and put back on IV by the doctor. The patient was schedule to go back the next day, (B)(6) 2017, for another IV treatment at the time of call regarding this event. The infection was at the insertion site, where the cannula had been inserted and there was consequently a hole. A bubble was noticed where the cannula had been in. The pod was worn on the leg for longer than 48 hours.